Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1322704) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2013. Bilateral access was obtained at the left and right common femoral arteries via a 7f sheath (model unknown). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 4.5mm. Peri-procedure, the patient was anti-coagulated with 300mg of plavix and 5,000 units of heparin. Following the procedure, the physician who is a trained user, selected two 6f/7f mynxgrip vascular closure devices to close the left and right access sites. It was reported that the patient went to the emergency room on the evening of (B)(6) 2013 complaining of groin pain. A small 2cm hematoma was formed at the right access site and was easily pressed out with 5 minutes of pressure. An ultrasound was performed revealing a pseudoaneurysm. The patient was injected with thrombin the following morning ((B)(6) 2013) and a follow up ultrasound was performed on tuesday ((B)(6) 2013). The patient was ambulated and discharged to home on (B)(6) 2013 with no clinical sequela noted. Note: the aci clinical specialist spoke with the physician who stated that everything was "routine" (there were no other complications) and that there was nothing out of the ordinary with the femoral stick or the sheath insertion. There was no back wall stick. The information was also confirmed by the cath. Lab staff. The clinical specialist also spoke with the physician that performed the thrombin injection and was told that the patient had a "typical" pseudoaneurysm.